Event description:
During on-site service testing, the baxter repair technician reported an infusion pump with depleted main batteries. The hospital representative stated that there were no reports of patient injury or medical intervention with this device. No additional information is known.

Manufacturer narrative:
Evaluation summary: evaluation was performed on-site by a baxter repair technician and the condition was confirmed. Inspection of the pump revealed battery discharges below alarm threshold which were due to depleted main batteries. The main batteries were replaced by the repair technician. The pump was tested for proper operation and the pump was found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.